Event description:
3.0 mg of the cartridge was injected [accidental overdose] case description: non-serious. This case, is a report from a company sponsored support program in the united states referring to a male patient. The patient provided this report in response to a call from the program vendor. The patient's past medical history included chemical poisoning. Concurrent conditions presented at the time of the event included neuropathy, cognitive disorder, memory impairment, and visual disturbance. No allergies were reported. Concomitant medications included antihypertensive nos and an unspecified medication for neuropathy. In 2005, the patient received benicar, (40 mg, qd, po) for the indication of hypertension. In 2007, the subject received nutropin aq, (0.3 mg, qd, sc) for the indication of pituitary damage. The lot number for nutropin aq was not reported. The lot number for the pen device was n021. The first puncture date and the patient's prior history of exposure to the lot number were not reported. The date of last administration for nutropin aq prior to the onset of the event was one month post receipt of nutropin aq. On that day, the patient experienced and accidental overdose of nutropin aq after 3.0 mg of the cartridge was injected (overdose accidental). The patient went to the emergency room. From there, poison control was called. No relevant laboratory tests were reported, no treatments for the event were given, and no action was taken with the suspect drugs. The patient discontinued treatment with the pen in question and had received a replacement pen in the mail. On a date not reported, the event resolved. Reports from the patient support programs are regarded as solicited in nature and an implied casuality cannot be inferred. No other etiologic information was provided. The pcs# is pending. Additional information has been requested. Pharmacovigilance: the event of accidental overdose is non-serious and is unexpected according to the somatropin us package insert. It is unknown if the event may have been due to a pen malfunction or user error.